Event description:
It was reported that during a rotator cuff surgery, the spider 2 lost all pressurization and collapsed; there was clearly a motor/hydraulic failure. The procedure was completed with a non-significant delay using a competitor device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A battery were also returned. A functional evaluation revealed. Device continuously tries to pressurize. The piston migration did not indicate significant oil loss. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors which could have contributed to the reported event include a seal failure that can result in the loss of oil and prevent the device from properly pressurizing and maintaining position. No containment or corrective actions are recommended at this time.